Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had button error, failed battery test, motor error alarms and rewind was slower. Customer's blood glucose level was unknown. Customer declined trouble shooting for the issue. The device will not be returned for analysis.

Manufacturer narrative:
The pump was received with all buttons responding properly and no damage was noted on the keypad assembly. No unlocked lcd keypad connector noted. The pump was received with all operating currents within specification and passed the functional testing including the rewind, a21 error, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. No unexpected failed battery alarm anomalies were noted. No motor error alarms were noted. The motor passed the motor test.